Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 520 was not confirmed; however, the event history showed that a failure code 570 had occurred.

Event description:
The facility reported a fail code 520. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the baxter service event.